Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon ruptured on the third inflation at 24 atmospheres for 1 minute.

Manufacturer narrative:
Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 20 atmospheres with no leaks noted. The encore inflation unit was tested using a durck pressure gauge before and after use. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination of the shaft identified shaft damage and stretching. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the target lesion was 70% stenosed, severely tortuous and moderately calcified. The balloon ruptured on the third inflation at 24 atmospheres for 1 minute.